Event description:
During removal of epidural catheter, catheter broke off. Proximal end of catheter became retained in the patient's epidural space. Approximately 5-7 cm remains in the patient's epidural space. The patient was taken to the operating room by neurosurgeon to attempt retrieval per confirmation of CT scan. Retrieval attempt was unsuccessful. Braun technical support was notified on (B)(4) 2007 and faxed report was received regarding MRI clearance. Additional information provided by the neurosurgeon indicated that after the catheter snapped in two, the depth markers on the catheter appeared stretched. Additional information provided by the risk manager indicated the patient suffered no adverse sequela associated with this incident and the catheter fragment remains in the patient. The lot number remains unknown. The sample is being retained by the risk management department and will not be returned to the manufacturer to be evaluated, but is available to view on site at the facility. B braun requested a photograph be taken of the fragmented remaining piece of catheter, however the risk manager declined, indicating she does not have a camera.

Manufacturer narrative:
The actual device in the incident is being retained by the facility and was not made available to the manufacturer to be evaluated and a lot number was not reported. Without the actual sample or a lot number, a complete evaluation could not be performed. Based on the event description and the additional information provided by the neurosurgeon it appears that the catheter became lodged between two rigid body structures and was pulled beyond its design capabilities. However, no specific conclusions can be drawn. All available information has been forwarded to the manufacturer b braun (B)(4) for further evaluation.